Event description:
This ra lead was implanted on (B)(6) 2000. A call to technical (ts) on (B)(6) 2012 states that they are seeing events with undersensing in the a. They increased sensitivity. Patient has had no pauses because of noise, patient not dependent. Ts stated may want to do nips for patient to make sure that with decreased sensitivity can still appropriately sense vf. Caller will discuss with md who is not known yet. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).